Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that monitor arm dropping. It was noticed during morning set up before lists began on tues. The arm tension was low, so when the arm was moved to a higher position the monitor would drop back down to its lowest position (no falling parts!).